Event description:
It was reported that the ilet pump generated an alert 38 indicating a consecutive stalled motor after an earlier occlusion alert, and the alert persisted after a restart; the user had performed a supply change earlier and was advised on resolving the alarm and to attempt another supply change when able. Symptoms included potential interruption of insulin delivery. Outcomes included user education and troubleshooting. Investigation included customer interview and device troubleshooting guidance. Investigation of this case revealed a motor stall condition consistent with an insulin delivery interruption following an occlusion-related event, with resolution expected through replacement of infusion supplies and reinitiation steps. It was concluded, based on previously established findings for similar reports, that the cause was a transient delivery obstruction or supply issue leading to a motor stall. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.